Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. [Omitted information from (B)(4): lead issues, revision] the patient was reporting that they could not communicate with their implant and they were having issues with the antenna. They would put the patient programmer to the implant and nothing was happening. The patient also reported they were experiencing sharp pain, fecal and urine incontinence, and loose bowels as of 3 weeks prior to the report. The healthcare provider was walked through syncing with the patient programmer and antenna, they stated they were pressing the '+' button to increase the amplitude, but did not confirm if communication was successful. The caller stated they had reached out to the manufacturer representative and disconnected the call. No further complications were reported or anticipated.